Event description:
During an orif procedure, surgeon was using the locking bolt measuring device (357.402). Surgeon had to add 4mm to every measurement because he believes the measuring device is measuring too short. Surgeon did this during the procedure with the measuring device and the measurement was still measured too short.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. All features related to this complaint met specifications during the evaluation. Therefore this complaint is invalid from a manufacturing perspective. Placeholder.